Manufacturer narrative:
Explant date: if explanted; give date: planned explant for (B)(6) 2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient is scheduled for an intraocular lens (iol) exchange surgery in the right eye on (B)(6) 2018 and the left eye on (B)(6) 2018 as the patient is unhappy with his near vision post cataract surgery. The patient was reported to have decreased near vision. The patient does not have any contributing medical history. The patient mentioned the symptoms on (B)(6) 2018. A tecnis pcb00 22.0d has been requested as a replacement lens. Note: 2 MDR¿s will be submitted, one for each affected eye. This MDR captures the information pertaining to the left eye. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This supplemental report pertains to sn (B)(4); device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to (B)(4); based on new information received, the patient only went through left eye (os) iol exchange on (B)(6) 2018 and the right eye (od) procedure was cancelled per patient's decision. If explanted; give date: (B)(6) 2018. Replacement lens (product code and serial number, diopter): tecnis (B)(4) 22.0d. The patient was doing fine when discharged. There were no incision enlarged, no vitrectomy performed and no suture required. Explanted lens is not available for investigation. Visual acuity pre-op (pre-initial implant): 20/60+1. Visual acuity post-op (post-initial implant): 20/25-2. Visual acuity post-op (post-replacement): 20/25. Patient was prescribed with besivance, lotemax and prolensa. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.